Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, during implant of a 26 mm sapien 3 valve in the aortic position via transfemoral approach the balloon was aligned in a tortuous section of the aorta. After alignment the distal part of the valve seemed to be flared. When attempting to deploy the balloon, it was observed to be torn, therefore the balloon was unable to inflate and the valve could not be successfully deployed. All devices were attempted to be removed as a unit. It was determined the valve was not inside the esheath during the withdrawal attempt and this resulted in an iliac artery dissection. The patient subsequently expired. Per medical opinion, the event was due to procedural factors, the balloon was aligned in a tortuous section of the aorta.

Manufacturer narrative:
Additional information: h6 and h10: the device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. As the valve was able to be moved onto the inflation balloon, prior complaints related to fine adjust difficulty (recoil, does not engage, unable to rotate) were excluded from review. As the device was not returned and no evidence was found to support a manufacturing design defect has contributed to the complaint, a manufacturing mitigation review is not required. Edwards has provided the following guidelines or instructions to physicians in the IFU and training materials. A review of applicable content revealed that the labeling IFU training materials adequately provide warnings and instructions for use and contains the correct content regarding the reported complaint event. Instructions reviewed commander s3 IFU, commander s3 device preparation manual and training manual commander s3. As the reported events were unable to be confirmed, a complaint history review is not required. The risk of difficulty or inability of conducting valve alignment and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to conduct valve alignment. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with difficulty conducting valve alignment. The risk of experiencing difficulty and or inability of inflating the balloon intraprocedurally and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on proper system preparation and inflation deflation techniques. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with the inability to inflate the balloon intraprocedurally. The risk of being unable to retrieve system with crimped/partially inflated thv and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on retrieval of the system. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with retrieval. Therefore, the review of risk management file is complete, and no further action is required. Since no product non conformance was confirmed, a product risk assessment (pra) escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. The reported events were unable to be confirmed due to unavailability of returned device and or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non conformance was unable to be determined. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, before valve alignment, the valve had a 30 degree angle with pusher. The alignment of the balloon was performed in a tortuous part of aorta without passing the warning marker, despite the recommendation to do not perform in this part, at the moment of inflation, the balloon was found torn. Without applicable imagery or the returned device, the exact location of the leakage could not be determined. However, it is possible the inflation balloon to crimp balloon bond separated due to high valve alignment forces. High forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Potential sources of high forces, which will also impact difficulty with aligning the valve, include performing valve alignment in tortuous vasculature. Tortuosity in the descending aorta was noted in the cer. Performing valve alignment in a non-straight section of the vessel can cause valve diving (thv become unseated from the flex tip), contributing to the valve having a 30 degree angle with pusher, per the complaint description. If the thv is unseated during alignment, the valve can become non coaxial and can result in high valve alignment forces thus increasing difficulty with valve alignment. The accumulated high alignment force can result in an increased tension within the system which can subsequently weaken the inflation balloon to crimp balloon bond causing it to tear. Per the training manual, if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Per the complaint description, after alignment, distal valve seemed to be little flared as if a piece of distal part had been strained by the pusher. Thus, it was not possible to pull the valve into the sheath. It is possible the valve was damaged during valve alignment, making the device more susceptible to catching on the tip of the sheath. Additionally, the presence of tortuosity may have contributed to non-coaxial withdrawal of the delivery system into the sheath, further contributing to withdrawal difficulty. Available information suggests patient (tortuosity) and procedural factors (valve alignment in a non straight section of the anatomy high alignment forces withdrawal of damaged valve non coaxial withdrawal) may have contributed to the reported event. In this case, the reported vascular injury was likely caused by device manipulation during withdrawal of the devices and or patient factors may have contributed to the complaint event (access vessels with observable calcification and tortuosity).